Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report missing sensor wire on (B)(6) 2014. Patient stated that "there was never a sensor wire" and is positive that there is no sensor wire inside him. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).